Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
G07002 - appropriate term/code not available. 1 x zebd-10-4 of lot number c1740029 was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-10-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-10-4 of lot number c1740029 did not reveal any discrepancies that could have contributed to this complaint issue. The stent was confirmed to have migrated in the patient (ref. (B)(4) additional information on migration). It should be noted from initial report that the user thinks the patient anatomic issue contributed to this event. It should be noted that the device was used off-label (see attached (B)(4) clinical input), outside its intended use as stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in this case was to drain pancreas which is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Root cause review: a definitive root cause can be attributed to the off label use of the device, when the device is outside its stated intended use, in this case for pancreatic drainage, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Migration of the prosthesis intra-parietal during placement "as per cc form": customer was not able to place the stent due to anatomic issue on patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
G07001 - part/component/sub-assembly term not applicable. 1 x zebd-10-4 of lot number c1740029 was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. Documents review including IFU review: prior to distribution all zebd-10-4 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-10-4 of lot number c1740029 did not reveal any discrepancies that could have contributed to this complaint issue. The stent was confirmed to have migrated in the patient . It should be noted from initial report that the user thinks the patient anatomic issue contributed to this event. It should be noted that the device was used off-label, outside its intended use as stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in this case was to drain pancreas which is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Root cause review: a definitive root cause can be attributed to the off label use of the device, when the device is outside its stated intended use, in this case for pancreatic drainage, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Correction report being submitted as on 31-mar-21, it has been confirmed by clinical advisor for cirl that the intervention below was not required to prevent permanent impairment/damage and therefore this file no longer meets the criteria an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. File remains reportable for the malfunction of stent migration. Migration of the prosthesis intra-parietal during placement. "As per cc form": customer was not able to place the stent due to anatomic issue on patient. 1. Did the stent migrate in the patient? Yes. 2. If so was there intervention to retrieve the migrated stent? If so, what was the intervention? Doctor retrieved the migrated stent with a raptor forceps.